Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the implantable neurostimulator (ins) started being uncomfortable in 2015. The ins was protruding out of the pocket. A revision was done in (B)(6) 2017 and the ins was moved to a different site due to the ins protruding out of the pocket, weight loss, and the ins being uncomfortable. No further patient complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID :neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient programmer was not working. The device was replaced and operating normally. It was determined that the antenna was not working. There was no clear cause of the damage. It may have become wet. The issue resolved.